Manufacturer narrative:
The pt remains on going with the implanted device. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had elevated ldh. After thorough examination, it was discovered that the pt's inflow conduit became malpositioned after unloading with the device for 3 months. The size of the pt's ventricle went from 6 to 4 and as a result, the cannula became malpositioned. The surgeon readjusted the inflow and the pt is doing well.